Manufacturer narrative:
The vision system is designed for use in anterior segment procedures that require simultaneous cataract lens extraction, irrigation, and aspiration, as well as associated procedures such as vitrectomy and coagulation. It was developed with a dual purpose: to make it simple to operate, and to allow the surgeon tremendous versatility and control. The system is designed to allow the surgeon to customize the treatment of every patient. One of the following key features of the vision system: ability to drive a high performance system vitrectomy guillotine cutter. The vitrectomy probe, a guillotine vitreous cutter, is intended for single use only. The operator¿s manual includes the warning: do not test or operate vitrectomy probes unless tip of probe is immersed in bss® sterile irrigating solution or distilled water or is in surgical use. Irreparable damage to the handpiece and tip can result if run dry. After filling and testing, and before surgical use, verify that the probe is properly actuating and aspirating. This may require lowering cut rate to achieve good visualization. The port should always remain in open position in footpedal position 1. If cutting port is partially closed while in position 1, replace the probe. Prior to entry into the eye, and with tip of probe in sterile irrigating solution, the surgeon should step on the footpedal for visual verification that the probe is cutting; alternatively, press the test button on the vitrectomy setup screen: if the cutter is observed to not fully close, or does not move when the probe is actuated, replace the probe. If cutting port is partially closed while idle, replace the probe. If air bubbles are observed in the aspiration line or exiting the probe tip during priming, replace the probe. If a reduction of cutting capability or vacuum is observed during the surgical procedure, stop immediately and replace the probe. The company service representative examined the system and could not duplicate the problem reported. The company service representative found a few system messages in the event log regarding the fluidics not responding. The fluidics module was replaced for diagnostic purposes. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The handpiece was not returned for evaluation. The serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported vitrectomy stopped working during surgery and several system messages regarding fluidics displayed. Additional information has been received stating there was no vacuum, staff changed the cassettes 3 times to try to remedy the system messages but did not work. The console stopped and the procedure was aborted. The eye was sutured and the procedure was completed on a different day. The initial reporter stated there was no patient harm.